Manufacturer narrative:
The pad device was installed on 11/29/2012. On the same date a successful auto self-test is logged, 7 more entries in the history log record nonsensical data. The device was disassembled for investigation and it revealed a failure with the c9 capacitor which subsequently caused component q39 and the r166 resistor to fail which then caused the device to immediately switch back on when switched off. The c9 and r166 were replaced and the device would still immediately switch back on. Further investigation revealed q39 had also failed. The q39 controls the switch off pulse and is in the same current path as r166. Q39 was replaced and the device performed to spec. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on and the status indicators are flashing intermittently. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.